Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of returned product found it exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial articular surface provisional bottom was fractured. It is unknown when it became fractured, it was noticed during reassembly. There is no additional information available.